Event description:
The device was used during a breast biopsy. Reportedly, the knob on the instrument is not working properly and the product produced shavings. The hospital has reported no pt injury occurred.